Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to a routine clinic follow up in stable condition. Upon interrogation of the pulse generator, it was noted that the right ventricular lead exhibited unacceptably high lead impedance. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was in stable condition post procedure and was discharged the following day.